Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be made for the time being. The investigation will be continued as soon as new information is available.

Event description:
Ous MDR - after an implantation time of about 3 months, oversensing with inappropriate shocks was reported. The device was not returned to biotronik and no explant date was provided. Also, the event and implant dates were not provided. No deterioration of the patient's state of health was reported.